Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1091111. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing for sars cov-2, 3 false positive results from the same patient were produced by the bd veritor¿ system for rapid detection of sars-cov-2. Confirmatory testing was done on three separate pcr systems: biofire, genexpert and seegene, but the positive results could not be confirmed. Results were reported to clinicians as the patient was a fellow staff member; however, there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "a staff member... Was detected as sars-cov-2 positive by the bd veritor¿ system for rapid detection of sars-cov-2, 30 test. This happened 3 consecutive times for the same patient although the positive results could not be confirmed by 3 different pcr systems: biofire, genexpert and seegene. Prof.... Said that they could see clearly two lines in their designated places on the cartridge: t and c, no odd colouring pattern such as smears or dots were observed and instrument interpretation was "sars-cov-2 +" on all 3 cases."